Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that while driving, the patient exhibited signs of distress and was stopped by a bystander. An ambulance was called. The behavior of the receiver was not described. At that moment, the egv was showing readings in the 40s or possibly lower, although no fingerstick test had yet been performed. When the paramedics arrived, they conducted a fingerstick test which confirmed low blood sugar levels, though the patient could not recall the exact values, nor the egv readings. The paramedics administered a sugar-based treatment, but the patient does not remember the specific remedy. Despite this, the glucose levels remained low, prompting the paramedics to transport the patient to the hospital. At the hospital, another bg fs was performed, but the patient could not recall the results, and the egv were also unknown. The patient does not remember the medications or treatments received during the hospital stay. After 10 days, the patient was discharged, still unable to recall the final cgm and bg readings, but reported feeling significantly better. The patient was able to use the sensor for 10 days. An attempt on (B)(6) 2025, by cca nurse practitioner to call the patient to clarify the allegation was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that while driving, the patient exhibited signs of distress and was stopped by a bystander. An ambulance was called. The behavior of the receiver was not described. At that moment, the egv was showing readings in the 40s or possibly lower, although no fingerstick test had yet been performed. When the paramedics arrived, they conducted a fingerstick test which confirmed low blood sugar levels, though the patient could not recall the exact values, nor the egv readings. The paramedics administered a sugar-based treatment, but the patient does not remember the specific remedy. Despite this, the glucose levels remained low, prompting the paramedics to transport the patient to the hospital. At the hospital, another bg fs was performed, but the patient could not recall the results, and the egv were also unknown. The patient does not remember the medications or treatments received during the hospital stay. After 10 days, the patient was discharged, still unable to recall the final cgm and bg readings but reported feeling significantly better. The patient was able to use the sensor for 10 days. An attempt on (B)(6) 2025 by cca nurse practitioner to call the patient to clarify the allegation was unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.